Manufacturer narrative:
The lead was actually explanted and returned for analysis. Visual observations noted the lead was returned severed 603 mm from the terminal pin and only the proximal segment was returned. All the filars appear severed. Two sets of set screw marks were noted on the terminal pin and ring. A knot was tied in lead upon receipt at approximately 430 mm from the terminal pin. Electro-cautery damage was noted in the lead's outer insulation. Dried blood/body fluid was also present in the lead lumen. The lead passed electrical integrity testing. Of note, the insulation was slit lengthwise from the end to reveal inner coils for measurement testing. In conclusion, the allegation could not be confirmed through analysis.

Manufacturer narrative:
The lead was surgically abandoned. No other lead was implanted as there were no good branches in the patient's anatomy.

Manufacturer narrative:
Information suggests the products remain in service. Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms pacing impedances in all configurations except for lv ring to rv coil. This configurations resulted in normal measurements. Technical services discussed issue. The representative was to further address with the physician. No adverse patient effects were reported.

Event description:
It was later reported that the lead had been fractured prior to explant.